Event description:
Patient had a false negative result reported by the roche ventana ultra stainer. Issue identified by pathologist. False negative result did not impact patient treatment plan. FDA safety report ID# (B)(4).